Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: required intervention. Device single use?: no. Device returned to manufacture: no.

Event description:
It was reported that bd integra¿ syringe with detachable needle broke off in the patients thigh during injection. Patient went to urgent care and hospital, 3 x-rays taken. It was reported that the needle was removed in urgent care.

Manufacturer narrative:
Investigation summary: one photo depicting the package label (p/n 305270) received at bd for investigation. Based on the photo received, an evaluation cannot be made. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: one photo depicting the package label (p/n 305270) received at bd for investigation. The photo received does not show the defect. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Based on no sample, the investigation concluded: unconfirmed: bd was not able to confirm the customer¿s indicated failures. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA is not required at this time.

Event description:
It was reported that bd integra¿ syringe with detachable needle broke off in the patients thigh during injection. Patient went to urgent care and hospital, 3 x-rays taken. It was reported that the needle was removed in urgent care.